Event description:
The customer called technical support (ts) and reported that the device has a touchscreen that will not pass calibration and is unresponsive. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer has disassembled the v60 user interface (ui) assembly and reported the unit¿s ui board has a broken connector. The unit had repair work completed in may by a 3rd party field service engineer and advised that the touchscreen connector on the ui board was broken during the repair. Biomed reported they have attempted multiple touchscreen calibrations. The rse created an on-site work order for the replacement of the v60 user interface assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer replaced the touchscreen and rear bezel to resolve the reported issue. The device passed required performance verification tests per philips standards.